Event description:
It was reported that before surgical endotracheal intubation, a cuff leakage was found during inspection. Product didn't come in contact with patient. Another tube was used for surgery. There was no patient injury.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, there were biological contaminants on the distal end of the device including the cuff balloon. The wire harness was still wrapped in tape paper and there was no damage to the packaging carton. A syringe was used to inject 20cc of air into the cuff and the cuff gradually deflated. For further analysis, a leak test was performed by submerging the cuff in water and bubbles (leakage) occurred at the distal end of the cuff. Under magnification, there was a small puncture 1.67 inches from the distal end of the device, adjacent to the red with clear tubing electrode wire, near the murphy eye. Electrically, for additional analysis, the resistance of each lead shall be between 1.7 and 3.7 ohms and the actual measurements were 3.4 ohms (blue), 3.3 ohms (blue with clear tubing), 3.3 ohms (red), and 3.5 ohms (red with clear tubing) which all the electrodes were in specification. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.